Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the lips with juvéderm® volift¿ with lidocaine. Labial mucosa was reported as the depth of injection. Patient experienced allergic reaction. Patient evolved with local edema. The event was further described as ¿edema in the mucosa and angioedema¿ in the lips. Patient treated with heat, corticoids, crono 12, and antihistaminic. The symptoms have resolved.